Manufacturer narrative:
A ge rep evaluated the system and adjusted the ps1 power supply to compensate for varying input power. System operates as intended.

Event description:
Customer reports that the system intermittently locks up during fluoro. No pt injury was reported.